Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a small section of the balloon beyond the distal ligature remained inflated although the main section of the balloon was observed to have deflated properly. The outer dimeter of the inflated balloon was measured to be 3 mm. Upon further investigation, we observed a cut on the distal groove of the catheter lumen . As a result, saline could have leaked though this hole and into the tip of the balloon when the balloon was inflated with saline. The root cause was determined to be an operator error- this section was accidently cut while trimming the flash after the welding process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. All qc tests passed their requirements. The current rate of occurrence for this issue for last 3 years is 0.001% which is within our expected rate of occurrence. Device was not used in the patient. Surgeon used another lemaitre single lumen catheter for the embolectomy procedure.

Event description:
During pre-use check, surgeon inflated the balloon of single lumen embolectomy catheter with saline to test balloon functionality. He observed a section of the balloon beyond the distal ligature remained inflated despite the remaining section of the balloon had deflated properly.